Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), device return evaluation. Please see updated sections: g4, g7, h2, h3, h6 and h10. Device was received for evaluation. Evaluation of the device found no physical damage during visual inspection however, dried chemical residues on the front panel was observed. The device was powered on and the front panel indicators was found normal however, the lower led segment of the tens digital number of device set pressure indicator did not light up. Piping leakage inspection was performed and passed inspection and testing however, the front panel display would show blank display and an audible sounds were observed. The front panel would not function even with the switch was on. Further evaluation found that the device main board was faulty. The device was placed for repair. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during procedure, the device had power issue. The insufflation device lost power twice. We are not able to determine a root cause for the reported failure, it is presumed that the pressure sensor implemented in the main circuit board was damaged, based on the reported failure. It is presumed that the cause why the pressure sensor in the main circuit board was damaged is due to the impacts of any of the following process failure: the oxidation corrosion of the electrode of the pressure sensor had occurred due to oxygen entry into the equipment. The wiring inside the pressure sensor peeled off due to the oxidation corrosion. Epoxy residue had occurred due to ¿miss die attach¿. The wiring inside the pressure sensor peeled off due to the epoxy residue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The high flow insufflation unit was returned to the service center for evaluation; however, the device evaluation is still pending. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure: to ensure that the operation can be completed without complication in the case of a malfunction, prepare a spare uhi-4 unit as a backup.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had power issue. The insufflation device lost power twice. The first time it happened, the circulator was able to push the power button and was able to continue the case however, approximately around 10-15 minutes after the power resumed, the device lost the power again. The procedure was delayed approximately 15 minutes to obtain a replacement device. The intended procedure was completed with similar device. Delay in the procedure did not have any impact or harm to the patient. According to the reporter, the patient was discharged to home. There was no patient harm or injury reported due to the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigations. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause include: the power turned off (when an error was detected in the internal circuitry of the high-flow insufflation unit). The pressure sensor implemented in the main circuit board was damaged, based on the phenomenon. The pressure sensor in the main circuit board was damaged was due to the impacts of any of the following process failure: the oxidation corrosion of the electrode of the pressure sensor had occurred due to oxygen entry into the equipment. The wiring inside the pressure sensor peeled off due to the oxidation corrosion. Epoxy residue had occurred due to ¿miss die attach¿. The wiring inside the pressure sensor peeled off due to the epoxy residue. Olympus will continue to monitor complaints for this device.